Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the reported lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The product performed as expected and no product deficiency was identified. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A variance between inratio inr results was reported by phone. The results were as follows: on (B)(6) 2016: inratio inr=>7.5; 2nd inratio inr=2.7 (testing performed 30 minutes apart). The reported therapeutic range was: 2.0-3.0.